Event description:
On 26-aug-2025, the following information was reported by the physician's assistant: the activ.a.c.¿ ion progress¿ remote therapy monitoring system allegedly contributed to the necrosis of the second toe due to a skin tear caused by the v.a.c.® drape and compression of the dorsalis pedis (dp) pulse from the suction and sensat.r.a.c.¿ pad. On (B)(6) 2025, the following information was reported by the medical assistant: the patient was removed from activ.a.c.¿ ion progress¿ remote therapy monitoring system on (B)(6) 2025. At that time, the patient presented with necrosis and skin tears on the second right toe, reportedly caused by compression from the v.a.c.® drape. The wound being treated with activ.a.c.¿ ion progress¿ remote therapy monitoring system was the right first toe amputation site. She stated that the second toe was affected due to the v.a.c.® dressing coming into contact with it. Surgical debridement's were required for the second toe, and the patient ultimately underwent amputation of the second toe. The patient is currently improving and doing well. No dressing lot number was available. On 24-sep-2025, a device evaluation was completed by solventum quality engineering. On 13-may-2025, the device was tested per quality control procedure by a solventum service center, and the unit passed the quality control checks and met specifications. On 16-may-2025, the device was placed with the patient. On (B)(6) 2025, the device was tested per quality control procedure by solventum quality engineering and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged necrosis requiring debridement, and ultimately amputation, is related to the activ.a.c.¿ therapy system with ion progress¿ remote therapy monitoring. The patient has a history of necrosis, osteomyelitis, and diabetic peripheral neuropathy at the time of activ.a.c.¿ therapy system with ion progress¿ remote therapy monitoring placement. The device passed quality control checks before and after patient placement. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.